Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that (B)(6) 2015 was the last time she charged the implant. The patient just forgot to charge it up. An implantable neurostimulator (ins) overdischarge was suspected. The patient thought this was her 3rd overdischarge because it sounded familiar. The stimulation was off due to the battery being depleted and the patient couldn't charge. The patient experienced poor communication with the patient programmer and recharger. The patient was to set up an appointment with a physician to have the device checked. The patient experienced a gradual return of symptoms including pain and pressure in the middle of her spine causing her difficulty to breathe. The indications for use include non-malignant pain. If additional information is received, a supplemental report will be sent.